Event description:
This report is based on information provided by a third-party bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility, indicating that the dc (direct current) charging port broken off. The device was not in clinical use during this event; therefore, was no patient was involved.